Event description:
Device report from synthes (B)(6) reports an event in the (B)(6) as follows: the drill sleeve broke during surgery while the surgeon was using it as a joystick to move the plate. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The returned drill sleeve was checked for conformance to print specifications and the device history records were reviewed. No abnormal findings were identified; no complaint related issues were found. The microscopic view of the broken surface did not show any anomalies of the materials structure. The breakage may have been due to inadequate use during the surgery. No product fault could be detected. This complaint is invalid. Placeholder.